Event description:
Physician reported that the pump was not infusing and was replaced. Pt recovering with no residual effects. Very limited info is available from foreign source. A-3 sex of pt is unknown. H-3 device is presently undergoing analysis.